Event description:
It was reported that when an order in the pharmacy ordering screen (dispensing tab) is changed, mosaiq does not give an option to propagate the order change to the rest of the protocol. There was no mistreatment reported as a result of this issue based on the available info.

Manufacturer narrative:
(B)(4).